Event description:
Related manufacturer reference number: 2017865-2024-53473. It was reported that the patient presented with a pocket infection. During the procedure the physician observed an insulation breach in the right atrial lead. The entire system was explanted. The patient was in stable condition.